Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color throughout the procedure during cerebral angiography. Manual compression was used instead to close the puncture site postoperatively. There was no reported patient injury. The procedure was diagnostic and used an antegrade approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vascular closure device (vcd). No visible device or package damage was observed prior to use. A 5f non-cordis sheath was used. Angiography confirmed suitability of the femoral artery with a 40-degree insertion angle, vessel diameter =5 mm, mild plaque present, no vessel tortuosity, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath introducer and exoseal vcd. The indicator wire cowling locked to the handle assembly with an audible click, pulsatile bleed-back was observed, the exoseal vcd and sheath introducer were retracted together until bleed-back significantly slowed or stopped, and the physician's thumb remained on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal from the patient, the indicator wire loop was deployed and visible with no observed anomalies. The device will be returned for evaluation.